Event description:
This report is based on information provided by a philips remote service engineer and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device was unable to upload vitals into image trend (external company) as credentials were wrong. There was no reported patient involvement, therefore no health consequences or impact.